Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to suffering a suspected fracture that caused it to present high impedance measurements and intermittent loss of capture. A new device was implanted. No additional patient effects were reported.